Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 7 of 7: related manufacturer reference number: 1627487-2019-12554. Related manufacturer reference number: 1627487-2019-12555. Related manufacturer reference number: 1627487-2019-12556. Related manufacturer reference number: 1627487-2019-12557. Related manufacturer reference number: 1627487-2019-12558. Related manufacturer reference number: 1627487-2019-12559. It was reported the patient experienced an infection at an unknown location. To address the issue, the physician explanted the dbs system (exact date is unknown). No further details were able to be obtained.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 7 of 7. Related manufacturer reference number: 1627487-2019-12554. Related manufacturer reference number: 1627487-2019-12555. Related manufacturer reference number: 1627487-2019-12556. Related manufacturer reference number: 1627487-2019-12557. Related manufacturer reference number: 1627487-2019-12558. Related manufacturer reference number: 1627487-2019-12559.